Event description:
The article indicates two pts underwent electrode removals or readjustments to treat receiver site pain. No info on pt outcome was provided. Journal reference: renard, md, et al. "Prevention of percutaneous electrode migration in spinal cord stimulation by a modification of the standard implantation technique." J. Neurosurgery: spine/volume 4/april 2006; 300-303.

Manufacturer narrative:
Journal reference: renard, md, et al. "Prevention of percutaneous electrode migration in spinal cord stimulation by a modification of the standard implantation technique." J. Neurosurgery: spine/volume 4/april 2006; 300-303.